Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a cutting and actuation failure of the probe occurred during a procedure. The condition of aspiration was not known. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector in a tray for the report of cutting failure and unable to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and was found non-conforming with thick foreign matter (possible surgical debris) in the inner diameter of the port and on the port face. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for aspiration and was found non-conforming for actuation and cut with damage to the inner cutter observed. The probe was disassembled and the components inspected. The degree of wear could not be determined based on continuous actuation of the probe visual standard photos as the tip of the inner cutter was broken. Per qe it appears there is excessive wear found on the inner cutter. Gouge marks were observed at the cutting edge, bend area, and several other locations along the inner cutter. After disassembly (needle and shell removed), the probe was able to actuate. The complaint evaluation confirmed that the probe had cut and actuation issue. The root cause for the cutting and actuation non-conformances is from the broken tip of the inner cutter. The exact root cause for the broken inner cannot be determined from this evaluation. The most likely contributing factor to the broken inner cutter is excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. An internal investigation has been initiated to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).